Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing was clamped for 4 hours, and no alarm went off. When the medications were unclamped, the patient received a bolus from the pressure that had built up. The infusion was dobutamine, but there was also dopamine, morphine, and precedex in the tube. The customer states they think this was caused by user, and they don't believe there is anything wrong with the devices. There was no report of patient harm.